Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer noticed imperfection on the optic zone of model za9003 tecnis monofocal iol (intraocular lens). There was no patient contact. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/4/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. Visual inspection using magnification was performed. The lens was observed with one lens haptic distorted/bent. The other haptic was observed in good form and shape. No manufacturing defects on the lens optic section were observed. The reported issue was not verified on the returned device. No product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed and there were no non-conformances with respect to the manufacturing process. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.